Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had frequent motor error when reservoir was low. The customer¿s blood glucose level was unknown. The customer stated that there was chip in the corner of display. Customer stated that the insulin pump had unexplained no insulin delivery alarms. The customer stated that insulin pump was shoot out insulin during priming. The insulin pump will not be returned for analysis.